Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 15-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device used in this incident, it was determined that an unsecured latch sensor caused the malfunction. A field service engineer powered off the device, reseated and removed the drawer, adjusted the latch sensor, and placed the drawer back in the device. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer 7 was not open or close. The customer stated that there was a delay in dispensing medications. There were no adverse events or injuries reported based on this incident.